Event description:
Complainant alleged that during incoming inspection the device displayed an ECG flat line while monitoring with a simulator. Complainant indicated that there was no patient involvement in the reported malfunction.